Event description:
We received a report from a physician who explanted an intraocular lens (iol) because the patient was unhappy with the visual outcome and was uncomfortable.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for visual inspection. Visual inspection showed a lens were the optic was cut in half, no optical deviations on the optic parts could be found. Conclusion: the iol passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. Manufacturing record review: - the device manufacturing records were reviewed and showed no deviations. Diopter measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power 15.0 diopter for this lot. Review of the historical complaint data base revealed that no similar complaints from this lot number were received. Conclusion: the batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Section f completed by the manufacturer.(B)(4).all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.